Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers displayed a failed hardware message and were unable to recover. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer confirmed that the issue has been resolved, and no further problems were detected. The system functioned as intended after the field service engineer verified the device.